Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson¿s dual. It was reported they were charging too often. They saw his coupling was full but the ins wouldn't go past 25% after charging for 1 hour. It had gradually gotten worse. The charge details on the clinician programmer showed the patient had an average of 8 coupling bars but the patient thought the coupling had dropped before while recharging. They were going to have the patient charge more frequently to avoid the long recharge intervals and would have them keep a closer eye on the coupling level. No symptoms were reported. Additional information was received from a manufacturer representative (rep), health care provider (hcp), and a patient / patient's spouse. It was reported that the patients was charging too often and longer than previously as they were charging every 3 days for 3 hours since 2014; the implantable neurostimulator (ins) was not lasting as long. The rep was unaware of anything that could be causing the charging change beyond that ins approaching end of service (eos). The patient's settings were previously reduced to combat the charging issue. The recharging statics were obtained and confirmed that the patient was achieving, on average, 4 coupling boxes; impedances that were within range were noted. The patient charged on the (B)(4) for 1.3 hours to 50% and then 3 hours to 100%. It was then noted that the patient charged on the (B)(4) for 1.1 hours, 0 hours, and 0 hours. It was confirmed that sticky patches were used while charging in addition to the patient lying down, but the issue was not resolved. It was noted that the patient will likely have an ins replacement soon.

Manufacturer narrative:
Analysis of the ins 37612 activarc mvd s/n (B)(4) found no anomalies. According to the trace report obtained from the ins, the total recharge count is 3420. The last recorded recharge session performed while the device was implanted was on (B)(6) 2016. Two recharge sessions were performed on this day and both lasted 7 seconds each. The battery voltage did not increase from 3.78v. A prior charge occurred on (B)(6) 2016; it lasted 2 hours and 15 minutes and the battery charged from 3.71v to 3.91v. The parameter trend diagnostic section of the trace report shows patient usage during this session. Of the last six recorded recharge sessions, one session had 6 bars of coupling, and one session had 2 bars of coupling. The battery discharged to the lock mode on (B)(6) 2017. Recharging of the ins was done at spacings of 0 cm, 1 cm, 2 cm and 3 cm to see how many coupling bars the ins could obtain. At 0 cm spacing there were 8 bars, at 1 cm there were 8 bars, at 2 cm there were 3 bars, and at 3 cm there were 0 bars. The same coupling was observed on a known good activa rc ins, indicating that this ins is working correctly with a recharger.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.